Event description:
Attorney reported: on (B) (6)2006, the patient was implanted with a bard composix kugel hernia patch to repair a hernia defect. On (B) (6)2010, the patient underwent removal of the previous placed mesh patch. The patient continued to experience abdominal pain and discomfort after hernia repairs. Medical record review notes: on (B) (6)2010, the patient underwent laparoscopic procedure, exploration of the right lower abdomen, and kugel patch explant and repair. According to the operative report: there appeared to be a small hernia on the left side, but there was no mesh on that side. To the right of the midline in the lower abdomen just above the pubic symphysis area the mesh was seen protruding, surgeon notes he tried to dissect the mesh starting in the left lower side, it was found to be very large, difficult to dissect from inside, part of it was disintegrated and removed in pieces. The procedure was converted from laparoscopic to open where the mesh was identified and noted to be totally disintegrated and the marlex part had separated from the gore-tex. The mest was noted to be stuck into a lot of places: dissection of mesh was separated from the surrounding structure. The abdominal cavity was entered. The bowel appeared normal and after mesh was gently dissected the old mesh was freed and removed. Preoperative diagnosis: pain abdomen, s/p prostatectomy and bilateral inguinal repair performed in 2006. Postoperative diagnosis: protruding kugel patch with total disintegration.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all, patient, event and device's information davol has received to date. Based on the medical records provided for review to date, it is not clear what the patient's clinical course was between the date of implant on (B) (6)2006 to the date of explant on (B) (6)2010 (approximately four years). Only two operative reports were provided (implant date on (B) (6)2006 and explant date on (B) (6)2010). Based on the medical records review, it is unclear to determine how the mesh was noted to become totally disintegrated and the marlex part had separated from the gore- tex. The ptfe and eptfe sides of the mesh are sewn together and not bonded. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.